Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
The facility reported a faile code 570. Information was not provided regarding whether nor not the failure occured during a pt infusion. The hosp. Rep stated that there were no reports of pt injury or medical intervention.